Event description:
The customer reported being hospitalized due to low blood glucose of 41 mg/dl. The customer was experiencing low glucose for one day. Troubleshooting was performed. The customer's recent glucose reading was 147 mg/dl, and she has treated with food. The customer stated that the insulin pump had a battery alarm. The customer requested assistance with programming new basal rates settings. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.